Event description:
It was reported that the core impaction drill heated up during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual examination, corrosion was discovered in the motor.